Manufacturer narrative:
The obturator used with the device has been received, however, the investigation has not been completed. An additional report will be sent upon completion of the investigation. The device history records for the device as well as the obturator were reviewed and determined acceptable.

Event description:
The reporter stated that the tip of the obturator came off during a routine trach change. The tip was unable to be located. A chest x-ray was taken of the pt and it did not show the tip of the obturator. The pt did not start coughing after the trach had been inserted. The reporter also stated that this seems to be occurring after the obturators have been autoclaved.